Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and mildly calcified lesion located in the mid lad with 90% stenosis. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated using an nc euphora 3.5 x 20mm balloon. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device was unable to cross the lesion and after it was removed stent deformation was observed, struts had lifted. Another resolute onyx 3.5 x 38mm was deployed with no issues. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 38th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.